Event description:
This is a report of a home patient (hp) who had a system error 2240 (air in tubing) on the homechoice (hc) while connected during their initial drain. The care giver cycled the power to clear the alarm and was advised to start therapy over with new supplies. There was patient involvement, but there was no report of patient injury, medical intervention, or adverse event associated with this report. No additional information is available at this time.

Manufacturer narrative:
(B)(4). Sample evaluation of the returned disposable set could not duplicate the alarm. The assignable cause was not determined. Should additional information become available, a follow-up will be submitted.

Manufacturer narrative:
(B)(4). Visual inspection, leak testing, and clear passage testing were performed with no issues noted. Clamp function test performed with no issues noted. Sample ran on homechoice machine with no issues noted. Sample was not confirmed for the reported problem. Should additional relevant information become available, a follow-up report will be submitted.